Event description:
A report was received that the patient experienced undesired stimulation in legs or feet. No device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 19991382/ 19991382, model/ catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn as they were discarded.

Event description:
A report was received that the patient experienced undesired stimulation in legs or feet. No device malfunction was suspected. The patient underwent an explant procedure.